Event description:
It was reported that the ilet displayed a high reading while a concurrent fingerstick measured approximately 394 mg/dl, with peak glucose reportedly over 400 mg/dl for a couple of hours; the user had recently changed insulin and contact detach infusion and administered a manual 2-unit injection, then announced a meal and continued monitoring. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the need for user-performed corrective action with a manual injection and continued observation, without medical intervention or hospitalization. Investigation included troubleshooting and education with monitoring guidance and review of infusion site replacement and use of back-up therapy. Investigation of this case revealed that the device did not present alerts or alarms and that the hyperglycemia cause remained unclear, with no confirmed infusion set or device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown and could not be determined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.